Event description:
Leakage and burn of air gas module while unit connected to the pt. During connection of the unit on pt, ventilation started to be inefficient. Air gas leakage smoke went off from the back of the unit. Accordingly customer says pressure alarm signal came late. First investigation done by inhouse biomed revealed a burn of the air gas module. This last item has been exchanged by inhouse biomed.